Manufacturer narrative:
Follow-up # 1 date of submission 06/30/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/25/2014 with the following results:a review of the black box showed a call service alarm. No alarms occurred during investigation. Unrelated to the complaint, the battery compartment was cracked and there was evidence of moisture in the compartment. The pump failed a leak test due to the cracked battery compartment. The pump cover was opened and no further moisture ingress was found. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.